Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that center button sometimes does not work on insulin pump. Customer¿s blood glucose was unknown. Customer stated that the frequency of unresponsive center button was once in a week. Customer was advised to monitor the insulin pump and customer declined troubleshooting for button issue. Insulin pump will not be returned for analysis.